Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code 200f during an attempt to interrogate with multiple programmers. The fault code could not be bypassed; consequently, the device was unable to be interrogated.